Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the pulley wire of the large hem-o-lok clip applier instrument became loose, and the customer was not able to control the jaws. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. As a result of the broken grip cable at the proximal, the grip cable became loose at the distal. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.